Manufacturer narrative:
(B)(4).

Event description:
It was reported that long charge time was noted on the device. It is suspected that this was due to cold weather. Subsequent charge times were shown to be normal and in-range. Patient will be monitored.